Event description:
It was reported that the patient was uncomfortable with the way the implantable cardiac monitor felt. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.